Event description:
On (B)(6) 2012, the reporter contacted animas on behalf of her son (the patient) alleging an intermittent power issue with the pump. The reporter claimed that the battery cap on the pump had been broken for a while and the patient was using tape to keep it on the pump. On the night of (B)(6) 2017, the reporter claimed that the battery cap came loose and the patient woke up with a blood glucose (bg) level of "400 mg/dl." The patient also reportedly had large ketones and symptoms of nausea, vomiting, abdominal cramps, increased thirst, and fatigue. The reporter denied that the patient developed symptoms of chest pain. No medical intervention was reported. The battery cap was replaced. The reporter was informed that the pump is not safe to use with a bad battery cap and that he should go on a backup plan until a replacement battery cap is received. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pump had an intermittent power issue and the patient developed symptoms suggestive of severe hyperglycemia. However, the patient's injury can be attributed to use-error considering the patient continued to use the pump with a damaged battery cap. The alleged battery cap issue is not likely to cause an adverse event. The issue is generally obvious and detectable by the user. Therefore, the detectable flaw may prevent the user from continuing use of the device or cause a condition that makes continued use of the device impossible. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. At this time, it is unclear what pump was involved with the alleged battery cap issue. Selected the one touch ping device since this is the only device listed under the patient's device assets.